Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 16 mg/dl at the time of the incident. The customer was at 123 mg/dl at the time of the call. The customer was given intravenous d50 to treat. The customer experienced symptoms such as acting confused. The customer was wearing the insulin pump during the incident. The customer stated the pump was randomly pumping them full of insulin. Troubleshooting was completed but did not resolve the issue. The customer that this was the third such incident. The customer reported that static electricity had damaged a previous pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir do not leak and not occluded. (B)(4).